Manufacturer narrative:
(B)(4). No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, multiple episodes of inadequate therapy with anti-tachycardia pacing was noted due to externalized conductors. The lead was capped and replaced. The patient is stable.